Event description:
Consumer complaint of low blood results. Caller normally is around 80-100 mg/dl. Back to back blood test results were 65 and 63 mg/dl. Last results in memory were 121 mg/dl, 92 mg/dl, 91 mg/dl, 96 mg/dl, 126 mg/dl, 57 mg/dl, 52 mg/dl, 50 mg/dl and 57 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (50) and the normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Product codes updated.

Event description:
Consumer complaint of low blood results. Caller normally is around 80-100mg/dl. Back to back blood test results were 65 and 63mg/dl. Last results in memory were 121mg/dl, 92mg/dl, 91mg/dl, 96mg/dl, 126mg/dl, 57mg/dl, 52mg/dl, 50mg/dl and 57mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (50) and the normal result (100) is located in zone b/c. No adverse event reported.